Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 on behalf of patient to report a possible broken sensor wire that occurred on (B)(6) 2015. The patient stated that a portion of the sensor wire remained in his skin and he was able to remove it with a pair of tweezers. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).